Event description:
(B)(6) was trying to insert our 3-l 20cm cvc in the femoral vein without ultrasound. He felt resistance when threading the catheter through the wire. They removed the catheter and the wire together once they realized that the catheter wasn't going to be placed properly. They noticed upon removal that the wire was kinked in 2 places.

Manufacturer narrative:
(B)(4). The customer returned a single 3-lumen catheter and a single guide wire for evaluation. Visual examination of the catheter did not reveal any defects or anomalies. The guide wire was observed to have several kinks towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located at 83 mm, 110mm, 145mm and 200mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The catheter body length was also within specification. The undamaged proximal end of the returned guide wire was advanced through the distal tip of the returned catheter in order to functionally test the components. The guide wire was able to advance through the catheter body and out the distal extension line with minimum resistance. The guide wire was also able to advance through a lab inventory ars and a lab inventory 18ga introducer needle to with minimal resistance. All three extension lines were flushed on the returned catheter using a water-filled lab inventory syringe. All lines functioned as expected. No sign of blockage or inter lumen crossover was observed. A manual tug test confirmed both guide wire welds were fully intact on the guide wire. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end of the body. The returned guide wire and catheter met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f15c1472.

Event description:
Doctor (B)(6) was trying to insert our 3-l 20cm cvc in the femoral vein without ultrasound. He felt resistance when threading the catheter through the wire. They removed the catheter and the wire together once they realized that the catheter wasn't going to be placed properly. They noticed upon removal that the wire was kinked in 2 places.